Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I'm completely puzzled. Wish I knew how to make it easier! Hoping you can help. The mouth guard configuration splits in two with the entire part with the impression of my teeth completely separated from the base, barely held together in one tiny spot in the front. Also, the front part sticks way out so I can't shut my mouth. Please help!